Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was admitted to the hospital for having a comatose and a diabetic ketoacidosis. A 911 call was made on (B)(6) 2015 due to a high blood glucose level of over 400 mg/dl. Her blood glucose level was high because her insulin pump was out of insulin. When the police showed up her insulin pump was suspend. Her blood glucose level was over 600 mg/dl. The customer had gastroparesis, felt nauseous, was vomiting, and had a headache. The customer's blood glucose level dropped to 21 mg/dl. She was not wearing her insulin pump at the time of her low blood glucose level. The customer treated her low blood glucose with juice. She was given three ivs, an echocardiogram, a CT scan, insulin shots, an electrocardiogram, and oxygen. The insulin pump alarmed low battery and low reservoir twice. The device was not returned.